Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During placement of the tibial pins, the second pin snapped off leaving part of the pin in the patient. The broken pin was cleaned and cooked.

Manufacturer narrative:
Reported event: during tibial bone pin insertion, the second bone pin, 3.2 mm x 80 mm pin broke off. The distal end of the pin was left in the bone and the remains were returned to stryker. A 5 to 10 min delay occurred. Device evaluation and results: visual inspection of the device confirmed that a fracture did occur. See attached figure. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (43000-01 non-sterile bone pin, single) were manufactured shipped to (B)(6) on may 23, 2016 and accepted into final stock on may 23, 2016 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 143080, lot number w44720-3 shows three (3) additional complaint related to the failure in this investigation. The pr#s are (B)(4). Conclusions: the failure was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During placement of the tibial pins, the second pin snapped off leaving part of the pin in the patient. The broken pin was cleaned and cooked.